Event description:
A hospital reported to us that 25 out of a box of 30 rt126 infant breathing circuits have been inserted with incorrect heater wire inlet sockets. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. Complaint device is not available for further investigation. A photograph was provided for evaluation. Results: breathing circuits with heated inspiratory and expiratory tubes have a different heater wire plug for the inspiratory and expiratory tubes. The inspiratory tube had the wrong heater wire connector attached. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. We are currently modifying the production process to address such complaints and to reduce or prevent recurrence of this problem. Our monitoring and trending of incorrect heater wire plugs on breathing circuits has a rate of occurrence worldwide for the last year of 0.0077%.